Event description:
A malfunction alarm was reported, indicated by malfunction code 16, and the same code recurred after resetting the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to an alternate method of insulin therapy.